Manufacturer narrative:
Product not returned for eval at time of this report.

Event description:
Medtronic rep reported the display on the fusion system goes to a black screen intermittently for a second and then it comes back again. When it's black it doesn't give a "searching for input" message. Issue occurred outside of surgery, no pt was involved.